Event description:
It was reported that prior to a procedure, the patient with this implantable cardioverter defibrillator (ICD) received inappropriate shocks and inappropriate anti-tachycardia pacing. Technical services (ts) was consulted and noted that the patient requested the post procedure interrogation notes. Ts also noted the patient stated the facility did not properly disengage the device prior to the procedure. Ts recommended the patient to further contact the physician or the facility. No additional adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.